Event description:
The patient was diagnosed with a benign prostatic hypertrophy. The surgeon stated the end of the cutting loop was burning the camera. The device was immediately removed from the or field. The cutting loop distal insulation was noted to be 2-3mm shorter than the karl storz's version of this product.